Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The break was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used in the superficial femoral artery. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen).¿ it is unknown is the violation contributed to the difficulty. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, analysis of the returned device indicated a posterior foot break occurred and the foot was not returned with the device. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified superficial femoral artery using a proglide device after an interventional procedure with a 5f sheath. Reportedly, prior to foot deployment the guide broke from the guide tube and was held together by the actuator wire. A small incision (nick and spread) was done to assist in the device removal. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Returned device analysis found a posterior foot break. The location of the detached foot is unknown. No additional information was provided.